Event description:
It was reported by service report that the nurse call cable was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: the nurse call cable was replaced out of customer stock.